Event description:
A surgeon reported a patient with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There are no other reported complaints for this lot. Additional information was requested by phone, fax, and mail on 05/02/2011 and 05/11/2012. A completed questionnaire has not been received. (B)(4).